Event description:
Reporter stated a button on the infusion device is defective. No adverse event was reported. The alleged product will be sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.